Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. Visual inspection was performed and found no problems related to the reported issue. The part was installed onto an internal test system and the reported issue was replicated during system testing. Error 23062 was observed in the system logs, indicating the 3 phase motor did not respond as expected due to an inconsistency in measured current, voltage, and speed based on the internal simulation of the motor. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a faulty 3 phase motor in the mtm. This issue can be resolved by fse replacement of the mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380699-46 master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, console #2 could not take control of the instruments. Specifically on the left hand for instrument arms 1 and 2. The master tool manipulator (mtm) on the left side was retracted, and error logs indicated mtm-related errors. The surgeons decided to resume the procedure from console #1 and planned to power cycle the system after the procedure, as the left mtm was currently disabled. The procedure was being completed as planned with no reported injury.